Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight is not available for reporting. Date of event: unknown. (B)(4). A product development investigation was performed for the subject device (2.0mm ti curved sagittal splitpl-low profile 6 holes/8mm bar, part number 447.034, lot number unknown). Two unknown plates were received with the complaint category of ¿broken: postoperatively.¿ it was reported that a patient underwent a le fort I bilateral sagittal split osteotomy on (B)(6) 2015 was revised on (B)(6) 2015 because the plates were noted to have broken post operatively. The broken plates and intact screws were easily removed without an issue. This report addresses one of the reported plates. The other plate is reported under a separate report for this complaint. The part numbers of plate was not reported. However, dimensional inspection of the available features shows that the plates are conforming to the 2.0mm sagittal split plate, curved, 6 holes, 8mm bar, low profile plate (part number 447.034) from the orthognathic modular fixation system per the reference drawing. Thus, this part number was reviewed in the investigation. A visual inspection and drawing review were performed for the plate as part of this investigation. The complaint condition is confirmed as the plate was received showing a break on one side of the plate. The break is located where the central band meets the first screw hole. Without a lot number the device history records review could not be completed. When there is insufficient reduction or healing is delayed there are increased loads the implant must withstand, that would normally be supported by the bone, which could eventually cause it to break due to metal fatigue. This is further impacted by patient compliance and activity level, comorbidities, and the surgical technique. Thus, since the conditions at the time of the break are unknown, the root cause cannot be definitively determined. The returned part was determined to be suitable for their intended use when employed and maintained as recommended and the risk assessment was found to adequately address the complaint condition. Device manufacture date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision procedure due to the presence of two (2) unknown broken plates. The patient had originally undergone a laforte-one bilateral sagittal split osteotomy procedure on (B)(6) 2015. It was noted that the surgeon had cut the maxilla and mandible in order to reposition the teeth and jaw for insertion. On an unknown post-operative date, x-ray imaging identified that two (2) plates had broken in half at a screw hole. As a result, the patient returned to the operating room on (B)(6) 2015 to have the plates and ten (10) intact screws removed. The patient was then revised with a custom medphor implant. Additional information was received on aug 5, 2016. It was further reported that there were no fragments generated nor did of the devices implanted on (B)(6) 2015 remain in the patient after the (B)(6) 2015 revision surgery. All the devices (two unknown plates and 12 unknown screws) were successfully removed. This report is 2 of 2 for (B)(4).